Manufacturer narrative:
There is no indication service was dispatched for this event. Testing at beckman coulter customer product line support (cpls) lab for toxoplasma gondii antibody (igg) on four reagent pack lots and on the customer's pack confirmed a negative result on the four reagent pack lots used in the study. Testing on the customer's reagent pack was in the grey zone. Quality control (qc) tested on the same reagent pack was above the acceptance criteria. This reportable event was identified during a retrospective review of product complaints conducted from january 1, 2008 through october 23, 2010 for add'l reportable events. This medwatch report is related to mdrs 2122870-2011-04950.

Event description:
The affiliate reported the customer alleged a false positive toxoplasma gondii antibody (igg) result, for one pt, involving unicel dxi 800 access immunoassay system. This is report number one of two. Results obtained on previous samples were negative. Subsequent testing on an alternate unicel dxi 800 system produced negative results. The elevated result was released out of the lab. There has been no report of pt injury or change in pt treatment associated with this event. The customer supplied beckman coulter, inc. With the pt's sample for further analysis.